Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
H2: additional information: see a1, b5 and h6(patient code). H3: one cadd solis vip pump was received with no damage found on it. The event history log was reviewed and there were "pump settings and patient data lost" messages. A functional check was performed and the issue was not able to be verified. The device was downloading software to update to the current time and date and charged the pump up to 4 days. After power down and power up, no issues were found with "pump settings and patient data lost. " therefore, there was no fault found with the returned pump.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device lost all setting and patient data. It is unknown if there was a patient, or clinician injury associated with this occurrence.